Manufacturer narrative:
Product event summary: it was found that the programmer stylus worked intermittently. The media bay door and power cord bay door were broken.

Event description:
The programmer was returned because it was no longer needed, was analyzed and subsequently tested out of specification. There was no patient involvement.